Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician decided to replace the catheter after all of the troubleshooting performed. The exact cause for the volume discrepancies was still unknown. In regards to if the volume discrepancies at refills / actual reservoir volumes having been greater than expected been resolve the reporter stated that they did not know if this continued to be a problem as the reporter had not heard of any issues. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 2014-09-21, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. Residual volume discrepancies at refills were noted. The date of event was described as since the pump was replaced in (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (year known only). The actual reservoir volume (arv) was 40 and the expected reservoir volume (erv) was 25.7. The pump reservoir was accessed. The catheter access port (cap) was also aspirated and a dye study was performed. When they disconnected the pump from the catheter on (B)(6) 2019, the hcp was able to draw back 2 to 3 cc and they injected dye into the catheter which went into the intrathecal space. The hcp then flushed the cap. It was noted that the pump logs showed no issues with the pump. Replacing the pump an/or catheter was being considered at the time of the report. No patient symptom was reported. The pump was noted as having administered hydromorphone with concentration 25 mg/ml at a dose rate of 2.9 mg/day. The new drug concentration of hydromorphone was 15 mg/ml and the new dose rate was unknown. As per the manufacturer¿s device registry, the catheter was replaced on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain and non-malignant pain. On (B)(6) 2019 it was reported that the reservoir had a much higher than expected volume at the normally scheduled pump refill appointment. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The physician was going to schedule a catheter dye study. Surgical intervention was planned, but not yet scheduled. It was noted that the issue was resolved at the time of this report and the hcp had no further information to provide regarding the event at this time. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.